Event description:
The pump was returned for recurring loss of primes. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black boxed showed data from (B)(6) 2012, with multiple loss of prime warnings and loss of cartridge detection. During investigation, the pump would not detect the cartridge during the load step. Additional testing could not be completed due to inability of the pump to recognize the cartridge. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. There was evidence of moisture contamination observed on the force sensor pins, on the force sensor, and on other force sensor circuit components. Correction number: 2531779-03/24/2010-003-r.